Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is meant by post-op air leak? Was there an additional surgical procedure or was the leak identified via imaging? Was there any medial or surgical interventions when the leak was identified 9 days post? If so, please provide details? What was done to address the stricture? During imaging or procedure, was there any unusual observation related to the staple formation?.

Event description:
It was reported that nine days post op to a sigmoid colectomy the patient presented with a post op air leak. Approximately sixty days later the patient presented with a stricture at the anastomosis.

Manufacturer narrative:
(B)(4). An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. Additional information received: leak test performed w flex sig scope. No leak detected. Staple line was visualized leak occurred 9 days post op leak identified by pneumperitineum staple line leak was observed performed a diverting colostomy post op air leak was observed by CT scan showing pneumoperitineum CT scan showed leak a diverting colostomy was performed stricture was addressed by dilation nothing unusual about staple formation surgeon stated that he did not believe the stapler misfired or that the leak was due to the stapler but more likely to the poor tissue.